Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30889352) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, the 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700 / 8756297) was impeded at the distal end of the concomitant microcatheter (unspecified competitor brand) and could not pass through. The physician removed the stent and the microcatheter and replaced both devices to continue with the procedure. Then the coil, a 2.00mm x 3.00cm galaxy g3 mini (glm920030 / 30889352) was delivered into the microcatheter (unspecified competitor brand), but the coil became unraveled / stretched in the microcatheter under fluoroscopy. The physician removed both the coil and the microcatheter and replaced both devices to complete the procedure which reportedly was prolonged by approximately 10 minutes. There was no report of any negative patient impact. On 28-aug-2024, additional information was received. Per the information, the target vessel of the procedure was the middle cerebral artery (mca). A continuous flush had been maintained through the microcatheter. The replacement stent was another 4.5mm x 37mm no tip enterprise¿ 2 vascular reconstruction device (enc453700). Information related to the replacement microcatheter used with the stent could not be obtained. A continuous flush was also maintained through the microcatheter used with the coil. Per the information, the coil had been withdrawn and repositioned, though how many times this had been done is unknown. There was resistance between the guidewire and the microcatheter when the target site was being access. No previous coils went through the same microcatheter prior to this coil; the issue occurred during the advancement of the coil into the target aneurysm. The microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter (i.e., the coil was used like a guidewire to reposition the microcatheter). A one-to-one relationship between the coil and delivery wire was verified with fluoro prior to repositioning. Coil entanglement with previously placed coils was not a contributing factor to the reported stretched condition of the complaint coil. There was no additional damage noted on the coil aside from the reported stretched / unraveled condition. The coil was not detached. The replacement coil was another 2.00mm x 3.00cm galaxy g3 mini (glm920030) and the replacement microcatheter was the same brand as the original microcatheter used with the complaint coil. There was no blood flow restriction / reduction as a result of the reported issue. The information confirmed there was no negative patient impact and the reported 10-minute procedure extension was not considered to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 2.00mm x 3.00cm galaxy g3 mini was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the coil was returned tangled with the delivery system. Microscopic inspection was performed. Under magnification, the coil was observed to be in severely stretched condition. As a result of the stretching, the internal blue fiber was exposed. The coil was observed still attached to the resistance heating (rh) coil, which was noted as not softened. No other damages were noted on the coil component. The issue documented strong resistance felt during coil became unraveled / stretched in the microcatheter was confirmed based on the appearance of the returned device. The stretched damage observed in the coil was the result of the difficulties experienced during the procedure that could not be replicated in the laboratory. Stretching can occur during procedure handling where force may have been inadvertently applied. According to the risk documentation, friction and difficulty to advance are potential issues that can occur during microcoil insertion due to continuous saline flush not being established, which can result in coil stretching. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. There is no indication that the issue reported is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30889352) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) contains the following precautions: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device 25-sep-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.